Event description:
It was reported that, "tried to crimp and was not able to."

Manufacturer narrative:
Evaluation summary: the reported event was confirmed through functional testing. Upon disassembly of the curved tension load indicator ((B) (4)), it was noted that jaws had come loose and fallen into the cable clamp assembly. This indicated that the spring was not properly seated. Device history review indicates that functionality is ensured at inspection. It is believed that the instrument was improperly taken apart for cleaning and/or lubricating. It is directed that prior to autoclaving the lubricant be applied to only the threads and the jaw mechanism within the heads. Instructions do not indicate that the retaining pin be removed for disassembly of the outer shell and knob. The retaining pin's ((B) (4)) threads show damage, further indicating that the device was fully disassembled. The results of the investigation indicate that the functional discrepancy of the device is related to improper maintenance of the instrument prior to use. No further action is required at this time.